Manufacturer narrative:
A representative went to the site to preform a system check out. It was noted that the representative could not duplicate issue. They performed 10 spins and multiple 2d shots. Verified power supply voltages were in spec. Verified hand switch and footswitch are functioning correctly. Performed system checkout and confirmed the system was operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system displayed an early termination message. The site states that they held the switch down for plenty of time to complete the transfer. No patient present, the site was just testing the system.